Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil unraveled and was protruding into the aorta. The target lesion was located in the renal artery. A 2mmx4cm idc¿ was selected for use. Embolization was performed to implant the coil in the target lesion and the procedure was completed. During post procedure, it was noted that the patient's hematocrit and hemoglobin count dropped. Computerized tomography scan with contrast was performed and no bleeding vessels were noted. Five days post procedure, the patient was sent to interventional radiology suite and it was found out that the implanted coil had unraveled and the tip of the coil was lodged in the aorta. A non bsc intravascular retrieval kit was used to retrieve the migrated component; however, it was trapped back to the renal artery. Another 8mmx20cm interlock¿ was used to trap the first coil. No further patient complications were reported and the patient's status was stable.